Event description:
Customer reported the on and off switch is not easy to maneuver. The issue was discovered during setup, but the date is unknown. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue and revealed that the on/off switch cannot be moved to the on position. Although, unit is stuck in the off position, it powers up with new batteries. However, the pre-recorded voice message does not play as it should. The top of the unit case is scuffed and the on/off switch. Also, the battery spring base plate is corroded. (B)(4).